Event description:
Reporting status: malfunction. Reporting rationale; balloon rupture is likely to contribute or cause to patient injury. Device issue: balloon rupture. It was reported that the voyager balloon catheter ruptured when it was inflated to 10 atm. Reportedly, there was no patient injury. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. The incident details described the lesion as heavily calcified and 90% stenosed, which could have contributed to mechanically damaging the balloon surface such that upon inflation, the balloon ruptured. No adverse patient effects were observed as a result of the balloon rupture. Without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.